Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the system was not starting. Upon troubleshooting actions, fse identified that the application was not starting. To resolve the issue, fse reloaded the system software and reconfigured. After reloading the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.